Event description:
On behalf of the customer, the conmed representative reported issues with the fit biliary stone balloon, #f922sw, unknown lot, experienced by (B)(6) hospital center on (B)(6) 2021. Information received was that the fit balloon was used for a cholangiogram with a patient who was getting a stent removed for a bile leak. After removal of the stent, the patient started excessively bleeding after one sweep with the fit balloon. Seems to have been partly due to the sweep of the balloon. It is noted there was a 30 minute delay and the medical staff chose to abort getting an adequate cholangiogram and place a fully-covered metal stent to control bleeding from the bile duct. The patient had prolonged hospitalization as they had to be monitored. Determining if the leak still existed was aborted to control bleeding and they will bring the patient back for additional procedure. Additional information received notes the patients original problem was a bile leak caused by a traumatic accident. Patient had a plastic stent that was removed and started bleeding after one sweep of the fit balloon. It is unclear what caused the bleeding but the patient was recovering from an injury that was evidently not fully healed. The bleeding was coming from the bile duct, unclear exactly where. The original bile duct injury seemed to be high up in the left hepatic duct. The stent being removed was a straight plastic stent high up in the hepatic duct. A sphincterotome, guidewire, balloon, grasping forceps, fully covered metal stent and ercp scope were other devices being used in the procedure. It was noted the fit balloon operated as it is intended to, the issue seemed more specific to the patient. The metal stent had stabilized the bleeding, patient was doing ok and the metal stent has since been removed. The additional information received does not impact the reporting determination. This report is still being raised on the basis of injury. Based on the information provided, there is no allegation of defect against the device however, this report is being raised on the basis of injury as it is noted the patient started excessively bleeding after one sweep with the fit balloon and required additional medical intervention.

Manufacturer narrative:
D2: additional code lqr listed for k131642. Investigation of the customer's reported incident is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that possible complications pertain to the overall procedures of endoscopic retrograde cholangiopancreatography (ercp) and include but may not be limited to pancreatitis, perforation, hemorrhage, cholangitis, cholecystitis, rupture of intrahepatic ducts, liver abscess, mucosal tear, aspiration, abdominal pain, and allergic reactions to contrast medium. The IFU also advises the user that the fit was designed for water inflation instead of air inflation to allow the balloon to conform to the duct. If excess resistance is felt while sweeping the duct, open the stopcock on the balloon inflation port and continue to sweep at a constant force. This will allow the balloon to resize and conform to a narrowing duct. If no resistance is felt while sweeping the duct, open the stopcock and inflate the balloon until the balloon occludes the duct fluoroscopically. Continue to sweep in a constant force. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the fit biliary stone balloon, # f922sw, unknown lot, experienced by (B)(6) hospital center on (B)(6) 2021. Information received was that the fit balloon was used for a cholangiogram with a patient who was getting a stent removed for a bile leak. After removal of the stent, the patient started excessively bleeding after one sweep with the fit balloon. Seems to have been partly due to the sweep of the balloon. It is noted there was a 30 minute delay and the medical staff chose to abort getting an adequate cholangiogram and place a fully-covered metal stent to control bleeding from the bile duct. The patient had prolonged hospitalization as they had to be monitored. Determining if the leak still existed was aborted to control bleeding and they will bring the patient back for additional procedure. Although requested, no clarification has been received. Based on the information provided, there is no allegation of defect against the device however, this report is being raised on the basis of injury as it is noted the patient started excessively bleeding after one sweep with the fit balloon and required additional medical intervention.